Manufacturer narrative:
The MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection of the facility. An investigation is being conducted to determine root cause. A follow up MDR will be submitted upon completion of the investigation.

Event description:
It was reported that while a radiologist was dictating a report for patient a in dictate mode in the ra1000, the user switched to patient b in browse mode. The user commenced dictation for patient b which was incorrectly applied to patient a's record. It was reported that patient a was subsequently misdiagnosed as a result of the incorrect dictation. There was no report of any unnecessary treatment being performed as a result of the misdiagnosis.